Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿misaligned door cover¿ was confirmed. Received on 07-jul-2025, lvp device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed a misaligned bezel harness. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Workmanship at bd manufacturing. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had misaligned door. There was no patient involvement.